Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-2324pslc swivelock seemed to have a deft when attempting to load the suture in the eyelet. The eyelet to immediately broke in two when the sutures were passed. Surgeon used a new ar-2324pslc swivelock from a different lot number and case was completed without further issues. The anchor was not retrievable and remains in the patient. Additional information requested. Additional information received 2/8/2022: this was discovered during an abductor repair of the hip. The eyelet broke in half outside of the patients body when surgeon was loading the sutures, nothing had to be retrieved.